Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident of hyperglycemia requiring hospitalization within 24 hours of having attempted unsuccessfully to use the compact plus system due to error within specifications. A request was made for the return of the meter and the strips, replacement was sent.